Event description:
The fse reported that the system was unable to perform fluoroscopic x-ray intermittently. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ipc 1000 board was reseated during the service call. The system was tested and found to be working as intended and put back into service.